Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that her current implant wasn't working at all since implant. The patient stated that she was still getting up at night and her thighs were wet. The patient also stated that the previous ins was replaced because the ins battery depleted and it was not working since 2018, months before the ins was replaced. The patient noted that she was changing to program 2 and program 3 and set stimulation at 1.7 but the patient stated 1.8 was a little uncomfortable. The patient mentioned that she had already tried program 1 and 3. The patient also reported that she changed her aaa batteries 3 weeks ago and her programmer batteries were low again today. The patient indicated that she had been connecting every couple of days. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.